Event description:
Nissen fundoplication - "once the surgeon placed the clips, he moved the grasper close to them and they opened because they did not close properly."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.